Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The sample has not yet been received and the plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis user facility clinic manager reported that during treatment a blood leak occurred approximately one minute into the patient's treatment, he confirmed there was an internal blood leak of the dialyzer. The blood was not visible in the dialysate line; blood test strips were used to confirm. The machine alarmed appropriately. The patient's blood was not returned and estimated blood loss was 150 to 200ml. The patient was removed from the dialysis machine and was set up and continued treatment on another machine. No adverse effects felt by the patient; no medical intervention required. Sample is available.